Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, phone control ios, cloud - omnipod 5 software app version 2.0.4, cloud - operating system 18.5, cloud - hardware iphone17.3, cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 pod experienced a thermal event while swimming. Upon entering the water, the device produced a loud popping noise, after which it was noted that the device had been burned. The device was discarded.